Event description:
Complainant alleged that during functional testing, the device displayed red "x" message and gave a "unit failed" prompt. Complainant indicated that there was no patient involvement in the reported malfunction.